Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including motor position encoder error. The customer's blood glucose reading was 140 mg/dl at the time of incident. Troubleshooting found that the customer recently wore the pump in a MRI machine and the pump cannot complete the rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with a constant a35 alarm noted during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and off no power test or verify e70 alarm in the alarm history screen due to constant a35 alarm. However, all operating currents are within specification. No motor error alarm or e37 alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.